Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 25 and 36 hours. Symptoms reported include vomiting, diarrhea, tiredness, confusion and high ketones. The patient was instructed to take manual injection of insulin at home and when they arrived at the hospital they were treated with intravenous saline solution. The pod was removed at the hospital and a new pod was placed. The patient was released the same day ((B)(6) 2025) after spending 10 hours in the hospital.